Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation, the monitor failed the baseline testing. The cause for the testing failure was isolated to an open component k700 from pins 8 to 9. The root cause for the open component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a (B)(6) patient's monitor for an unrelated issue, a reportable malfunction was found.